Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported no phacoemulsification power while using fluidics management system (fms). The nurse first change to a new handpiece but the surgeon still feedback there was no phaco power. After which, the nurse used a new fluidics management system (fms) and the surgery was able to carry on as planned. The handpiece and fluidics management system (fms) can pass the priming stage. The event occurred during cataract surgery (with iol implant). There was no patient contact, and no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported, the handpiece did not have phaco power. The electrical power source for the phaco power (for the handpiece) originates from the console, not from the fluidics management system (fms) cassette. The fms assembly interfaces with the console and selected handpiece, providing irrigation and aspiration to the surgical site. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates, no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed and all acceptance criteria are met. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).